Event description:
The peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported having a catheter site infection. The pd patient reported the catheter was temporarily removed. Additional information was obtained during follow-up with the pd registered nurse (pdrn). The patient has had an ongoing pd catheter (not a (B)(6) product) exit site infection for a few months that has not been resolved with antibiotics. As a result, the patient had the pd catheter replaced on (B)(6) 2026. Subsequently, the patient had symptoms of abdominal pain and as a result was admitted into the hospital on (B)(6) 2026. The nurse stated the patient had a pd culture obtained in the hospital. The patient was diagnosed with peritonitis although the nurse did not have the results of the pd culture. The nurse stated the peritonitis event is most likely associated with infection of the pd catheter. The patient is being treated with antibiotic therapy (details unknown). Additionally, the patient had the pd catheter removed and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow up was completed. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with (B)(6) products in relation to the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).